Event description:
We are going to return the attached insert of code 2144-0-1210 for your inspection as it failed to fully lock into place onto the tibial base. When this issue was noted by the surgeon, the insert was removed to visually inspect the insert and the corresponding base for possible soft tissue or cement debris which may have become entrapped within the locking detail, but no debris was noted on either implant. Further attempts to lock the insert fully into place were then made but the insert continued not to fully seat. A decision was then made to use a new insert of the same size. This insert performed in a normal fashion and fully locked onto the tibial base in a routine manner.